Event description:
On (B)(6) 2013, it was reported that the up arrow, down arrow, and ok keypad buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up with the reporter revealed that the keypad had been damaged 6-8 months prior to the tactile issue. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Follow-up #2 - product analysis: the device was returned and evaluated by product analysis on 10/05/2015 with the following findings: the keypad was found to be torn. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.